Event description:
Consumer reports after wearing heat patch on shoulder for eight (8) hours, area of skin had blisters and burn. Did not seek medical attention; self treated with neosporin.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.